Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance could not be performed as a valid lot/batch number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "we had a resp arrest that turned into a cardiac arrest. IV got pulled during transport and io was placed for epi. When we went to remove stylet from io it would not come out and the top plastic hub came off. The needle fragment was pulled out using another device. No reported harm to the patient."

Event description:
It was reported that: "we had a resp arrest that turned into a cardiac arrest. IV got pulled during transport and io was placed for epi. When we went to remove stylet from io it would not come out and the top plastic hub came off. The needle fragment was pulled out using another device. No reported harm to the patient."

Manufacturer narrative:
(B)(4).